Manufacturer narrative:
Approximate age of device ¿ 2 months. Device not returned for evaluation. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced fatigue and weakness. Routine laboratory tests were performed and the patient¿s hemoglobin was noted to be 4.8g/dl. One unit of packed red blood cells (prbc¿s) was transfused. The patient¿s anticoagulants at the time of the event were aspirin and warfarin. It was reported that the patient denied observing blood in the stool. The hemoglobin rose to 6.2g/dl. Occult blood sample was positive and two more units of prbcs were transfused. On (B)(6) 2016 one unit of prbcs was given. A gastroscopy was done that found a single bleeding lesion in the gastric body. A clip was placed. On (B)(6) 2016 the hemoglobin was 9.9g/dl and stabilized. The patient was transferred back to a nursing home on (B)(6) 2016 with no further bleeding.